Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: 010000700 - g7 bonemaster ltd acet shl 46b - 7834264 30102802 - 28mm i.d. Size b neutral liner - 65018823 g3: japan customer has indicated that the product location is unknown currently. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the cup penetrated the acetabulum and caused a fracture while inserting the liner. Poor bone quality was noted in the patient. There was about 30 minutes of a delay, due to re-replacement of a new cup implant. Follow-ups to gather additional information are currently in process.